Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was located in the popliteal artery and was heavily calcified. A voyager was used to predilate the lesion. During the procedure, the balloon ruptured as well as the inner member leaked. Reportedly, there was no patient injury. No additional event or patient information is available.